Event description:
It was reported by service report that the pt right and left side rails could not latch in the raised position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.